Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during withdrawal interaction with the heavily calcified anatomy and/or other devices (such as tip catching on the stent during withdrawal) resulted in the reported material separation. The treatment appears to be related to the operational context of the procedure as an unspecified stent was used to embed the tip into the vessel wall. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery (sfa). Pre-dilatation was performed with a 5.5mm balloon. A 5x120mm supera stent was advanced to the lesion and implanted without issue. During removal of the stent delivery system, the distal tip of the supera separated. No retrieval attempts were made as the patients condition was deemed too fragile. An unspecified stent was used to embed the tip into the vessel wall. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.